Event description:
A white coating on tip of the laparoscopic shears started to separate from instrument's jaws. The device was removed from the patient and surgical field. Reported as: there were no clinical outcomes or consequences; event increased the need for monitoring or evaluation but caused no harm. Company rep to be notified asap.